Event description:
A 20 mm diameter x 12 mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt had a pre-existing condition, peripheral artery occlusive disease, which occluded the left iliac artery. Due to the patients pre-existing condition the device was converted to an aortic-uni-iliac at implant. The fem-fem bypass graft has occluded and a thrombectomy procedure was performed. Currently the bypass graft remains occluded. Several attempts have been made to obtain additional information; no additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (peripheral artery occlusive disease)